Event description:
It was also reported stated that the product was used during patient use. There was known patient involvement.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G5: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed the date setting was misaligned; however, there was no record of the reported issues. Functional testing was performed and the reported issue could not be replicated. The root cause could not be determined but was stated to possibly have been a defective downstream sensor or cassette product. The device was not repaired per customer request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a frequent blockage alarm. It was unknown if there were any adverse patient effects.